Manufacturer narrative:
This report is submitted decmeber 30, 2019.

Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
Per the clinic, the device was explanted due to poor performance on (B)(6) 2019. The patient was re-implanted with another manufacturer's device during the same surgery.